Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02841. It was reported that the patient's system was explanted due to infection. During the procedure, the physician suspected externalized conductors on the right ventricular lead. The patient was stable.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.